Event description:
It was reported "the issue was that the pacing catheter was not able to click into the adaptor that was in the package, so the customer had to tape it together so the pacer would continue to pace the patient because he was dependent". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). The reported complaint that the "pacing catheter was not able to click into the adaptor" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the issue was that the pacing catheter was not able to click into the adaptor that was in the package, so the customer had to tape it together so the pacer would continue to pace the patient because he was dependent". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).